Event description:
The user received differing results for pro-bnp when using two version of the reagent. Sample 1 result with pro-bnp generation 1 was 92.83 pg per ml. The result with pro-bnp generation 2 was less than 5.0 pg per ml. Sample 2 result with pro-bnp generation 1 was 585.1 pg per ml. The result with pro-bnp generation 2 was less than 5.0 pg per ml. No information was provided to determine if any erroneous results were reported or if the patients were adversely affected. If additional information is received, appropriate notification will be provided.